Event description:
It was reported that the patient had maxilla leforte mandible bilateral sagittal split osteotomies on the third molars. Patient was committed post operatively, all four maxillary plates broke. Second operative procedure was to remove broken hardware and re-plate leforte osteotomy. It was reported that the patient has a habit of vigorously clenching his jaw, which caused the breakage. One of the plates broke at a screw hole. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Patient vomited postoperatively,which may have contributed to the breakage.

Manufacturer narrative:
Device used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Additional narrative: the head profile, tip profile and thread profile was checked on all 23 screws. The head profile of one screw could not be evaluated because head is deformed but no issues were found on other 22 screws. The thread profile of 4 screws could not be checked due to damage but no issues were found on other 19 screws. The tip profile was conforming on all 23 screws. Since it is unknown which screw is the complaint screw this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device used for treatment, not diagnosis. Four plates and several screws were received for evaluation with complaint category "broke" and complaint description "patient was committed post operatively, all four maxillary plates broke. Consultant reports that the patient has a habit of vigorously clenching his jaw, which caused the breakage." The 4 plates are broken into several pieces and the pieces have several bends. No broken screws were received, all received screws show no sign of damage. (B)(4). Per the complaint description, "consultant reports that the patient has a habit of vigorously clenching his jaw, which caused the breakage." The most likely cause for this complaint was excessive force applied to the devices during vigorous jaw clenching prior to the bone healing. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.